Event description:
During a f/u, the device involved in this MDR report was interrogated with the latest elaview programmer version; this version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since MFR. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD. The warning message was displayed for the device in question. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside of the us. Upon interrogation of the returned device, an over consumption was measured and an abrupt decrease of the battery voltage was detected, leading to the warning message with the newest programmer version. The battery voltage was at 5.18 v, i.e. Above the elective replacement indicator: the device was therefore, still functional. Analysis of the returned ICD identified an unusual low-resistance current path between 2 capacitors in a hybrid microcircuit. Current through this path discharged the batteries and depleted them prematurely. This path was formed because of unintended migration of metal from metal-filled epoxy used by a qualified supplier to attach the capacitors to the hybrid circuit. Local delamination of a protective coating permitted this migration. Conclusion: the device, which was explanted 14 months after implantation because the warning suggesting device replacement was displayed upon device interrogation, exhibited premature battery depletion due to excessive current consumption. This overconsumption resulted from an unusual low-resistance current path between 2 capacitors in the shock generator hybrid microcircuit, permitted by delamination of a protective coating. Since this product has been manufactured, corrective actions have been implemented in the mfg process to avoid the re-occurrence of such an event. The device is retained in the returned product storage area.